Manufacturer narrative:
According to information received this event could be related to granulomas, which is well-known and described adverse reaction to hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside of the USA, in france. According to the information received, a patient was injected into the chin area and nasolabial folds with rha 4 during two sessions, on unknown exact dates in (B)(6) 2021. Almost 1 year later, in (B)(6) 2022, on an unknown exact date the patient presented with induration in the chin area. Around (B)(6) 2022, the induration also appeared in the right nasolabial fold. There was no factor of inflammation. The practitioner suspected the appearance of a granulomatous reaction. However, no medical exam such as a biopsy was performed to confirm this diagnosis. On (B)(6) 2022, we were informed that the patient's symptoms had resolved. No additional information was received at the time of this report.